Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.

Event description:
There is a rod, which supports the track, that is loose in the ceiling. There was no patient involved and no injuries were reported.